Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm readings the day after the sensor was inserted into the arm. On the same day, the patient was sweating and ¿could not think straight¿. The patient¿s daughter took him to the emergency room (ER). The patient could not recall the cgm and bg comparison values done before going to the ER. At the ER, the patient¿s cgm was reading 239 mg/dl and the bg meter was reading 65 mg/dl. The patient was treated with 6 tablespoons of sugar. The patient was discharged home after being in the hospital for 24 hours. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On the same day, it was reported that the patient was sweating and ¿could not think straight¿. The patient¿s daughter took him to the ER. The patient could not recall the cgm and bg comparison values that were done prior to going to the ER. At the ER, the patient¿s cgm was reading 239 mg/dl and the bg meter was reading 65 mg/dl. The patient was treated with 6 tablespoons of sugar. The patient was discharged home after being in the hospital for 24 hours. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.